Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead got dislodged. The shocking coil was damaged as the physician had difficulty removing this lead due to patient anatomy. This rv lead was removed and replaced with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned. Set screw mark was noted on the terminal pin. The proximal spring was streched, helix was retracted and tissue was noted entwined in the helix. Laboratory analysis confirmed reported allegation of shocking coil damage.